Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule failed to transmit data to the recorder creating a short study. A repeat procedure was necessary. The last known patient status is that she is fine. There was no user injury and no patient injury due to the alleged device malfunction.